Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues it was reported that  they noticed probably a couple of weeks ago, the wire where it goes into the spine feels like a bubble moving around, it feels weird but does not hurt. Pt said they also have a uti and asked if it was normal to get a uti. Reviewed some reported adverse event info, and some general interstim information and redirected to their doctor. Pt said they would call their doctor. . Reviewed pt can call back in the future if they need further support.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2r1cu); product type: 0200-lead; implant date (B)(6) 2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.